Manufacturer narrative:
The reported events of failure to capture and sensing problem were not confirmed. Final analysis found the outer helix was stretched out of specification, consistent with having occurred during procedure. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of failure to capture and sensing problem were not confirmed. Final analysis found the outer helix was stretched out of specification, consistent with having occurred during procedure. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. Upon fixation, the lp failed to capture at high thresholds. P-wave sensing was also noted to be inadequate. The procedure was completed without installing the lp. There were no patient consequences.